Manufacturer narrative:
Three used 4.0 acromionizer burrs were returned for evaluation. There was no lot numbers found on each of these devices. All devices were inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. All of the adapter bodies show significant cracking, consistent with excessive lateral load during use. All of the inner blades show minimal abrasion approximately one inch from the adapter body. The root cause has not been determined. The device history records were reviewed and no discrepancies were found (B)(4). The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy procedure it was reported that there was shedding and flaking that occurred during surgery. Metal shavings were was seen and noted. Metal was removed with another blade and a back-up device was available. There was a five minute time delay reported. No patient injury or complications took place.